Event description:
It was reported that during implant, the right atrial (ra) lead helix would not deploy properly. The ra lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).